Event description:
A revision has been reported due to breakage of a ceramic insert.

Manufacturer narrative:
Sign to withdraw 30-day medical device report. During investigation, it has been detected that the affected devices are not marketed or approved in the united states. The initial medical device report has been filed in error to the FDA.